Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory cassette was replaced and returned for further investigation. The reported issue could not be reproduced during investigation. The technical alarm expiratory flow measuring error was not reproduced during the test period. The evaluation of the received logs at the date of event can confirm the higher respiratory rate than set or expected, alarms for high/low expiratory minute volumes and that there were several technical error alarm exp. Flow measuring error. Our conclusion is that there were issues during ventilation most probable due to the expiratory flow measuring errors. Based on the investigation of the returned expiratory cassette, this flow measuring errors were not caused by a failure in the returned expiratory cassette. The returned expiratory cassette is faultless. The root cause of the expiratory flow measuring error has not been determined. The ventilator has detected and alarmed correctly for the ventilation issues. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
It was reporter that while ventilating a patient in the pressure support mode of ventilation , the ventilator's expiratory measurement failed. Over sensing was seen after a few minutes and the ventilator could not synchronize with the patient's effort where after the apnea alarm was activated. The ventilator was replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).